Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal device change out procedure. During operation, the left ventricular lead exhibited high impedance and loss of capture. The lead was connected to the new pacer and normal functions resumed. The patient experienced no adverse consequences and would continue to be monitored.